Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported, the tip broke off while the surgeon was tightening the screw.